Manufacturer narrative:
H10: h3,h6: the controller, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned controller. A review of manufacturing records for this s/n(B)(6) found no deviations or non-conformances during the manufacturing process. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. No relevant clinical medical information was provided to conduct a thorough medical assessment. Visual evaluation of the quantum ii showed an untouched warranty seal. The top cover is bent. The manufacturing date of the controller is rev.q / 2019-04-02. No manufacturing abnormalities or defect components were visually found on the returned unit. A inside view revealed fluid spill marks inside the controller. However, there was no residue found on the mainboard. During functional evaluation the controller was not generating any output voltage. The complaint was verified and the root cause was determined due to an electrical component failure. Factors that could have contributed to the reported event include: (1) a power surge at the customer¿s facility to the controller which could have caused internal component damage; (2) a short in a wand which could have caused internal component damage to the controller. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The controller, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned controller. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A review of manufacturing records for this s/n (B)(6) found no deviations or non-conformances during the manufacturing process. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. No relevant clinical medical information was provided to conduct a thorough medical assessment. Visual evaluation of the quantum ii showed an untouched warranty seal. The top cover is bent. The manufacturing date of the controller is rev.q / 2019-04-02. No manufacturing abnormalities or defect components were visually found on the returned unit. A inside view revealed fluid spill marks inside the controller. However, there was no residue found on the mainboard. During functional evaluation the controller was not generating any output voltage. The complaint was verified and the root cause was determined due to an electrical component failure. Factors that could have contributed to the reported event include: a power surge at the customer¿s facility to the controller which could have caused internal component damage; a short in a wand which could have caused internal component damage to the controller. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10 h3, h6: the controller, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned controller. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A review of manufacturing records found no deviations or non-conformances during the manufacturing process. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. No relevant clinical medical information was provided to conduct a thorough medical assessment. Visual evaluation of the quantum ii showed an untouched warranty seal. The top cover is bent. No manufacturing abnormalities or defect components were visually found on the returned unit. A inside view revealed fluid spill marks inside the controller. However, there was no residue found on the mainboard. During functional evaluation the controller was not generating any output voltage. The complaint was verified and the root cause was determined due to an electrical component failure. Factors that could have contributed to the reported event include: (1) a power surge at the customer¿s facility to the controller which could have caused internal component damage; (2) a short in a wand which could have caused internal component damage to the controller. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl surgery a f4 error message appeared on the quantum controller. No significant delay reported. Surgery was finished using a competitor device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.